Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Moreover, the patient developed a hematoma. The lead was explanted. No additional adverse patient effects were reported.